Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. Upon reassessment of the reported event, it was determined that the event involved a device that is not marketed in the united states, nor has a similar marketed device in the united states. As a result, this complaint event is no longer considered reportable to the FDA and this report may be disregarded.

Manufacturer narrative:
D10: 350-32-03 - tibial plate mb sz 3 rt. 350-02-02e - talus -right- sz 2 - EU. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech vantage total ankle study, approximately 6 years and 6 months post the initial right total ankle arthroplasty, the patient presented with lateral ankle contracture. The patient's tibial insert was revised, and a lateral ankle release was performed. The outcome is considered resolved.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.